Event description:
Spacelabs received a report that a multigas analyzer module had no fio2 display on the screen.

Event description:
Spacelabs received a report that a multigas analyzer module had no fi02 display on the screen.

Manufacturer narrative:
Spacelabs has requested the subject device to be returned for investigation. We are waiting to receive the device. We are also collecting more information from the distributor. No one has been injured as a result of this malfunction. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
No one was injured as a result of this event. The customer corrected the complaint description saying the 91518 multigas analyzer failed to turn on. This condition precludes its use in a clinical procedure. Spacelabs replaced the suspect device for this customer and have received no further reports of 91518 modules failing to turn on. Spacelabs considers this issue closed. The hospital only sent pcb's for evaluat..